Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Olympus reviewed the following article: "prospective enteroscopic evaluation of jejunal polyposis in patients with familial adenomatous polyposis and advanced duodenal polyposis." This prospective study was aimed to evaluate the efficacy (insertion depth, procedural time) and safety (immediate adverse events) related to the single balloon enteroscopy (sbe) procedure in patients with familial adenomatous polyposis (fap) and advanced duodenal polyposis (spigelman stage IV). Eighteen patients met the inclusion criteria, of which three were excluded making a total of 13 patients included in the study. During sbe, the mean depth of insertion of the enteroscope was 72 (20¿200) cm beyond the ligament of treitz (lot). During sbe, no immediate adverse events except a mild laceration were reported. Also, no late adverse events were reported. In conclusion, the study claimed that small intestinal adenomas distal to the duodenum are commonly found in patients with fap, especially in patients with advanced duodenal polyposis, and are mainly located in the proximal jejunum. Progression to advanced adenomas or carcinoma however is rare, and therefore routine enteroscopic surveillance is not indicated in patients with fap. The authors reported the following:  advancement of the enteroscope beyond the ligament of treitz (lot), were due to the combination of scope malfunction and desaturation (1). Patient identifier (B)(6) - is for the desaturation. Patient identifier (B)(6) - is for the unspecified malfunction reported: advancement of the enteroscope beyond the ligament of treitz (lot), were due to the combination of scope malfunction (and desaturation). This report is for: patient identifier (B)(6) - is for the malfunctions reported: advancement of the enteroscope beyond the ligament of treitz (lot), were due to the combination of scope malfunction (and desaturation).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. No device was sent for evaluation, and a serial number was not provided. Complaint information provided the basis of this investigation. Based on the results of the investigation, a definitive root cause could not be established. The case was a study report aiming to determine "the incidence and burden of jejunal adenomas in patients with fap and advanced duodenal disease¿. Since the device was not sent to olympus, the device was not analyzed. As no device was alleged with a clear default with this report, no cause was deemed applicable - ergo, no device problem was identified. Olympus will continue to monitor field performance for this device.